Manufacturer narrative:
The investigation has been completed. The automated impella controller (aic) was received and tested and after the console rebooted, the log indicated that the same ¿sh.core¿ file had been deleted. This is an unreported failure mode. Unable to reproduce the unexpected reboot or system self-check failed error forcefully by passing the ¿slay -s sigabrt sh¿ command via telnet. The root cause of the intermittent console reboot was not determined due to the inability to reproduce.

Event description:
Us complainant reported the automated impella controller (aic) had an issue where the open-door button was sticking. The purge door would not close. This issue was discovered in a demonstration in service, not with a patient. It was reported that during the investigation, the logs were reviewed and found that a file was deleted. There was a file with a system self-check failed issue and after the console rebooted, the system self-check failed file previous stored was deleted. No patient involvement.